Event description:
The company representative on behalf of the customer reported, the loaner gastrointestinal videoscope exhibited reduced angulation in the up/down direction. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The user provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The user did not know if any foreign material was adhered to the scope. It was unknown if endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Similar issue had occurred in the past, at the same facility, when repairing endoscopes owned by the facility or from rental endoscope equipment. Clogging of nozzles with foreign matter was noted and investigation was conducted. Ingredients stuck inside the scope were possibly due to water or other company's "kaigen" cleaning and disinfecting device not supplying sufficient pressure. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. There were few additional findings. S-connector is dirty due to water leakage. S-connector has a scratch. Connecting tube had discoloration and was wrinkled. S-cylinder is shaved. Control unit has discoloration. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.